Event description:
It was reported that due to a cylinder puncture and pump tubing crack the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders and pump were implanted. It was further reported that the cylinder puncture and pump tubing crack caused fluid loss. This occurred two weeks ahead of this surgery. The cause of the cylinder puncture and pump crack is unknown. The patient got well after this surgery.

Manufacturer narrative:
An allegation of fluid loss was reported. The ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was likely done during explant, it will not be considered a probable cause for this event because it is a secondary failure. Cylinder 1 also had broken/separated fabric threads near the proximal end of the cylinder body at a fold. Cylinder 2 had a leak present which was the result of fatigue at a fold along with input tube wear. This leak was present near the proximal end of the cylinder body. The allegation of fluid loss was confirmed. An allegation of fluid loss was reported. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was not functionally tested due to the cylinder failures. The allegation of fluid loss was not confirmed. Pump model: 72404310. Lot sn: (B)(4). Mfg date: 008/26/2013. Exp date: 07/11/2018. Gtin: 00878953003986.

Manufacturer narrative:
Pump: model- 72404310, lot sn- (B)(4), mfg date- 008/26/2013, exp date- 07/11/2018, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a cylinder puncture and pump tubing crack the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders and pump were implanted. It was further reported that the cylinder puncture and pump tubing crack caused fluid loss. This occurred two weeks ahead of this surgery. The cause of the cylinder puncture and pump crack is unknown. The patient got well after this surgery.